Event description:
The device has been explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and two openings assessed as fold flaw opening. Additional observations: observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.